Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the perforation in the left atrium and hematoma behind the auricle. It was reported that during the procedure while steering the mitraclip delivery system (cds) in the left atrium, a perforation was noted. The cds was removed and the procedure aborted. A slight hematoma was noted behind the auricle. The patient was reported to be stable. Visualization with the echocardiogram was suboptimal, but there were no device issues with the mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of atrial perforation (atrial septal defect) and hematoma, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of atrial perforation and hematoma appear to be related to procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling.